Event description:
It was reported that the motor on the handpiece is overheating. It was reported that there was no patient involvement.

Manufacturer narrative:
H3:product analysis: no conclusion can be drawn as the device not returned for evaluation. If the device received in future the device evaluation would be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: imf (annex f):f2601 h3:product analysis :evaluation determined that overheating. The likely cause of failure is inadequate preventative maintenance. It was noted shaft corroded, motor scratched dented scored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.